Event description:
It was reported the patient presented to the hospital after receiving high voltage therapy. Upon interrogation of the device, inappropriate shocks due to noise on the rv lead were observed. No electrical anomalies were detected. Physician was considering scheduling the patient for lead replacement. The patient has not been seen yet. No further information is available.